Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). Per cca documentation, the patient does not know when the alleged issue began. To manage his diabetes, the patient stated he takes a combination of diabetes medications: 100 mg of metformin twice a day and 50 units of 70/30 insulin in the morning. After the alleged issue occurred the patient claimed he had less food/drink (date not specified). It is not known if the patient continued his usual diabetes medication after the alleged issue began. At an unspecified date and time following the alleged meter issue, per cca documentation, the patient claimed he was "drinking a lot of water, weak, and sleeping". It is not known how long the reported symptoms continued. At an unspecified date and time the patient claimed he administered self-treatment by eating less. It is not known, however, if the patient administered treatment for his symptoms. The patient denied testing with another device. At the time of troubleshooting, the cca was unable to verify if the battery in the subject meter needed to be replaced, per owner's manual recommendation. The cca verified that the subject meter did not power on with the power button. In addition, the cca noted that the patient did not have the test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.